Manufacturer narrative:
Updated field(s): device available for eval? Changed to "no". The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console was unable to calibrate and displayed a dampened waveform. However, a bedside arterial line was clean with a blood pressure within normal limits. Several calibration attempts were made and the fo cable was reconnected but the message remained. It was noted that the patient was stable. The customer was advised to use an alternate arterial line site and was provided the steps to make that change. They could not locate a pressure cable needed for this switch and planned to check with the cath lab about the cable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).h3 other text : device not returned.